Manufacturer narrative:
(B)(4). Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the implantable pulse generator (ipg) experienced a power on reset (por). It was further reported that during a device check on (B)(6) 2013, the device indicated it was nearing elective replacement indicator (eri). On (B)(6) 2013, the device indicated that it was at eri and needed to be replaced as soon as possible. The patient was undergoing radiation therapy at the time. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product 5076, implantable pacing lead, (B)(6) 2006. (B)(4).

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. The returned device indicated normal battery depletion. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. The analyst noted: elective replacement indicator (eri) recorded on (B)(6) 2013 and no evidence of a power on reset (por).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.